Event description:
The reporter stated that a very sick pt was receiving dopamine by syringe pump when the pt's blood pressure became unstable. The pump was replaced with another, and the pt's blood pressure stabilized. The rn noted a broken plunger retainer on the first pump following the incident. The reporter stated that since possible free-flow or boluses were known effects of a broken/missing plunger retainers, the pump was being considered as a possible factor in the pt's blood pressure being unstable.